Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was receiving the oor message on their programmer. The representative rechecked impedances and more electrodes were bad. The patient had been using a group in which a bad electrode was set which was causing the oor message on their programmer. X-rays were performed and it was noted that the patient's lead migrated down one level. The patient didn't report any falls or near falls. The doctor doesn't know why the lead migrated or when it might have migrated. There was no further intervention (surgical or otherwise) planned. No further complications reported.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's programmer had an alert saying that it couldn't reach their desired settings. The patient didn't remember lifting or pushing anything heavy and hadn't fallen. At the end of the conversation they mentioned that they pick up their (B)(6) year old grandson and lift/throw him around during horse play. An impedance check was performed and it found that on one lead contact 6 was red and listed as 40,000 ohms. Contact 6 was being used to provide stimulation. The patient was reprogrammed and was given program b which avoided contact 6. The setting was giving the patient the coverage where they needed it; the issue was resolved. No further complications reported.